Event description:
It was reported that there was electromagnetic interference (emi) at a security gate or theft detector. It was noted that a ¿reset¿ was done and the diagnostics screens were checked. Diagnostics included impedance testing. The patient would contact the manufacturing representative if the issue persisted. There were no patient symptoms associated with the event. It was further reported that the patient went through the court house security gate the week of (B)(6) and experienced a jolt. After the jolt, the patient was unable to charge the battery more than three-fourths. It was noted that it felt like it shut off and on by itself. The patient normally charged once a week for two hours from one-fourth full to fully charged. The patient had charged for 24 hours last time and it still did not become full. A short physician mode reset (pmr) was done to reset the implantable neurostimulator (ins). In addition, a short recharge session was conducted to determine if voltage was changing and it changed from 3.805v to 3.815v. The ¿rr¿ codes were checked and the device was charging well although the patient was not getting good coupling. Additional information received reported that the patient was getting good stimulation and no issues were found with the recharger or recharge history. The patient would contact the manufacturing representative if they had any other problems.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).